Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that during the procedure the operator placed the first flow diverter stent using a microcatheter. The stent was deployed into internal carotid artery from the distal ophthalmic segment to the proximal cavernous segment. Next, the operator performed control angiography with 20% contrast to evaluate the vasculature and the stent wall apposition. The angiography revealed the distal foreshortening of the stent with some malapposition at the proximal and distal ends. Therefore, the operator decided to place the second subject flow diverter stent using a further distal starting point. The subject flow diverter stent was deployed distal to the first flow-diverter stent. Next, the operator performed control angiography with 20% contrast which revealed the malapposition of the subject stent distal end and a small ledge between the subject devices. Thus, the operator placed the balloon over the guidewire, navigated it through the subject stents and performed balloon angiography using sub-maximal balloon inflation. A vaso computed tomography (CT) scan was performed which revealed persistent distal end malapposition. Thus, a stent was placed to improve radial force and tack down the distal end of the construct. A microcatheter was placed through the construct over the guidewire and the stent was placed from the ica terminus and into the center of the previous construct. Another vaso CT scan was performed to confirm adequate wall apposition of the stent. The patient was placed on dual antiplatelet therapy (dapt) (aspirin 81 mg qd and brilinta 90 mg bid) and it¿s still ongoing.

Event description:
It was reported that during the procedure the operator placed the first flow diverter stent using a microcatheter. The stent was deployed into internal carotid artery from the distal ophthalmic segment to the proximal cavernous segment. Next, the operator performed control angiography with 20% contrast to evaluate the vasculature and the stent wall apposition. The angiography revealed the distal foreshortening of the stent with some malapposition at the proximal and distal ends. Therefore, the operator decided to place the second subject flow diverter stent using a further distal starting point. The subject flow diverter stent was deployed distal to the first flow-diverter stent. Next, the operator performed control angiography with 20% contrast which revealed the malapposition of the subject stent distal end and a small ledge between the subject devices. Thus, the operator placed the balloon over the guidewire, navigated it through the subject stents and performed balloon angiography using sub-maximal balloon inflation. A vaso computed tomography (CT) scan was performed which revealed persistent distal end malapposition. Thus, a stent was placed to improve radial force and tack down the distal end of the construct. A microcatheter was placed through the construct over the guidewire and the stent was placed from the ica terminus and into the center of the previous construct. Another vaso CT scan was performed to confirm adequate wall apposition of the stent. The patient was placed on dual antiplatelet therapy (dapt) (aspirin 81 mg qd and brilinta 90 mg bid) and it¿s still ongoing.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). H4 manufacturing date ¿ added. D4 expiration date - added. D4 lot # - updated. H6 health impact code grid - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Functional and visual inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no resistance encountered during navigation of the flow diverter device to the target lesion and no resistance encountered during the flow diverter deployment. Access was through right radial. Aneurysm location was right internal carotid artery-ophthalmic (c6 segment). The patient¿s anatomy was double s curve at the internal carotid artery (ica) siphon (c7) with a short distal landing zone that almost immediately transitions into a curve (lacking a proper straight segment). The size of the flow diverter was appropriate for treatment site. The 3d measurement software was used and the size chart appropriately assessed. The size of the 1st stent was 4.5x15. Due to the s-shaped configuration and double curve, it was challenging to fully appose the stent to the wall at its distal end in the posterior communicating (pcom) ica segment (c7 according to ica classification). Despite a balloon percutaneous transluminal angioplasty (pta) being performed, this was still not enough to maintain the flow diverter apposed and a stent was needed to achieve complete wall apposition. No thrombus or dissection was present. The anatomical location of the 2nd flow diverter implantation was c6-c7 ica supraclinoid segment. The 2nd evolve stent was implanted to rectify distal malposition. The ledge was noted between 1st and 2nd evolve. The study participant started dual antiplatelet therapy (dapt) on (B)(6)2022 (aspirin 81 mg + ticagrelor 180 mg / daily), 5 days prior index procedure ((B)(6) 2022). 07 participant discontinued taking ticagrelor on (B)(6) 2023 but continues taking 81 mg aspirin daily. The patient was put on dapt (aspirin 81 mg qd and brilinta 90 mg bid) post-procedure and it¿s still ongoing. 0-25% parent artery stenosis at 6 & 12m follow up ((B)(6) 2023). During follow-up, the target aneurysm was completely obliterated. The ophthalmic artery and ica remained patent with no stenosis. There have been no adverse events associated with the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event ¿stent failed/unable to open¿.